Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab software passed. The mtm was re-calibrated as a precaution.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the surgeon was not able to control universal surgical manipulator (usm) 3 and usm 4. It was noted that these arms were assigned to master tool manipulator right (mtmr). An intuitive surgical inc. (Isi) technical support engineer (tse) checked the logs and found no issue noted. The tse then guided the customer to manually swap mtm assignments which did not resolve the issue. A hard power cycle was also attempted with emergency power off but this also did not resolve the issue. The customer converted to the other surgeon side console (ssc) to complete the procedure. There was no report of patient injury. There was a delay greater than 30 minutes for a total procedure time of 191 minutes. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure delay if 35 minutes occurred due to troubleshooting steps performed such as restarting the system and exchanging the surgeon console. There were no intra or post operative complications noted. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product not able to control the arms, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The fse confirmed the reported issue and replaced the right master tool manipulator (mtm) to resolve the issue. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to another ssc after the start of the procedure due to right master being unresponsive. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Additionally, there was a delay greater than 30 minutes for a total procedure time of 191 minutes.